Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a small bowel capsule endoscopy (sbce) on (B)(6) 2022 that revealed blood in the ascending colon. A colonoscopy was performed on (B)(6) 2022 with poor quality preparation and revealed clotted blood in the entire colon, a few sessile semi pedunculated polyps in the ascending and descending colon, and an endoclip in the cecum with no mucosal abnormality. Another colonoscopy was performed on (B)(6) 2022 with fair preparation that revealed a small single angioectasia with bleeding in the cecum underneath the tip of the previously laced endoclip, and a classic appearance that was inconsistent with erosion or any other lesion. The clip was removed, and the lesion was ablated, then the clip was placed. Intubation of the terminal ileum revealed blood at the level of the ileocecal valve (icv) and the first few centimeters had no bleeding lesions. Deeper intubation was completed without blood and polyps were observed throughout the colon, but a polypectomy was not performed due to bleeding. A colonoscopy was performed on (B)(6) 2022 and revealed a small nonbleeding angioectasia on the lip of the icv. There was no blood throughout the exam, and two 4-to-5-millimeter sessile non-bleeding polyps in the descending colon were found but not removed.